Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. Evaluation of the returned device revealed that no damages or failures were observed on the ccp board assembly. No other visual damages were encountered upon visual inspection. The telescope assembly was able to properly pull back, advance, or retract. The catheter was properly recognized by the imaging system when plugged into the mdu and no connection issues or errors were detected during its testing. By using a test pullback sled assembly, the catheter was able to properly pull back manually and automatically. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2015-02306 and 2134265-2015-02307. It was reported that automatic pullback failure occurred. The target lesion was located in the moderately tortuous and mildly calcified middle of the left anterior descending (lad) artery. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a sled to view the lesion. During the automatic pullback at pre intravascular ultrasound (ivus), it was noted that disconnection occurred and automatic pullback stopped. Manual pullback was then performed;however, the same issue occurred several times. When the physician held the recognition part by hand, the issue did not occur. The procedure was completed with this device. No patient complications were reported. The patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as: 2134265-2015-02306 and 2134265-2015-02307. It was reported that automatic pullback failure occurred. The target lesion was located in the moderately tortuous and mildly calcified middle of the left anterior descending (lad) artery. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a sled to view the lesion. During the automatic pullback at pre intravascular ultrasound (ivus), it was noted that disconnection occurred and automatic pullback stopped. Manual pullback was then performed; however, the same issue occurred several times. When the physician held the recognition part by hand, the issue did not occur. The procedure was completed with this device. No patient complications were reported. The patient's status is good.